Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with fortaz (intraperitoneally, 250mg, for fourteen days, frequency not reported) for peritonitis. At the time of the report, treatment was ongoing and the patient was recovering from the event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.